Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient presented to the emergency room and was hospitalized on the same day as the event onset. The patient was treated with unknown antibiotics (intraperitoneal, doses, frequencies and durations were not reported) and heprain (intraperitoneal, dose, frequency and duration not reported) for peritonitis. It was reported that the patient was discharged seven days after being hospitalized for the event. At the time of this report, the pain continued and patient outcome of the peritonitis was not reported. Pd therapy was ongoing. No additional information is available.